Event description:
On (B)(6) 2020, patient had undergone a revision on the right total hip arthroplasty due to fractured polyethylene. The operative note is not available at the time of review. The devices used for this procedure were also unknown at the time of review.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6, b7 . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3 and d6b.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Polyethylene break after 10 months of intervention. In the metallic part of the cup no deficiency was seen macroscopically. The dislocated, worn and broken polyethylene was found. The head was 32mm depuy ceramic. It was changed in revision surgery.